Event description:
The patient reported, that he just began dialysis and has been getting erratic blood glucose readings. He stated that his high readings have been between 400-500 mg/dl. The patient stated, that he would bolus to reduce his blood glucose reading, but it did not help until the night when he would receive low blood glucose readings. He stated that his low blood glucose reading was 56 mg/dl. The patient reported that he drank juice and ate to elevate his blood glucose readings. In 2007, the patient reported that he changed his basal and bolus rates and his blood glucose values are better now. The patient indicated that he felt that the dialysis was causing his body to not absorb insulin at the same rate it used to, because he was in renal failure. No product was requested to be returned.

Manufacturer narrative:
No product will be returned for evaluation.